Event description:
The customer tested her blood glucose using her 2 contour meters and received a 83 and 188 mg/dl. The difference between the results falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control tests performed during the call fell within the normal control range. No products replaced and no products expected to return for eval.